Event description:
It was reported that leakage of total parenteral nutrition fluid was observed at the tubing of the device. Blood testing indicated the pt had become hypoglycemic (20mg/dl). Remediation of the device, which appeared to have been leaking, and pt treatment resulted in recovery of the pt with no further sequelae.